Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor presented an error message: endoeye is not recognized . There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the corrected information and the results of the final investigation updated fields: d4, d8, d9, h2, h3, h4, h6, h11. Corrected fields: g2, g4. Based on the results of the investigation, the device was returned to olympus for inspection, and the reported failure was not confirmed. Therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.